Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during colectomy, when on the colon, the jaw could not be opened and could not be removed from the tissue after the firing, so the jaw was forcibly opened with forceps and removed from the tissue. After that, another cartridge was connected to the same powered stapler, and it was used without any problems. There was no patient injury.